Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with fh620r - minop invent 30dg trocar d8.3mm l150mm. According to the complaint description, the irrigation was blocked on the device. It was not used on the patient. An additional medical intervention was required. The surgery could not be performed. Additional information was requested. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: visual investigation: vigilance investigator carried out the pictorial documentation visually. The irrigation function was checked and found working. For investigation, the trocar was cut in half at the corresponding area. The cutting has made visible the hand-drilled hole mentioned by the subsidiary. After consultation with the responsible q-coordinators of the production plants in and mc, the corresponding drill probably broke during the drilling process. Most probably, the produced part (fh620202 at plant mc) was not scrapped and was further processed in the trokar fh620r at plant in. Batch history review: the device quality and manufacturing history records (DHR) will be checked for the leading device(s) lot number(s) from the quality coordinator of the production plant. The results of the review will be documented in complaint pc notification. If the review shows any conspicuities, the report will be updated and actions will be initiated. There are no similar complaints against the same lot number(s) with this error pattern. Conclusion and measures / preventive measures: due to the current deviation, the root causecof the problem is most probably manufacturing-related. A product safety case (psc) will be requested. Any action regarding CAPA will be addressed with this case.

Event description:
Update: there are holes in the instrument; the surgeon drilled them to enable irrigation.